Manufacturer narrative:
Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. The issues originally reported in this report continued following replacement which can be seen in regulatory report #3004209178 -2018-18895 and regulatory report #3004209178-2018-18898. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met with the patient for his post-operative appointment. The patient was doing pretty well but wanted some reprogramming done. The rep reported that they reprogrammed for improved coverage on both systems. The rep reported that the patient was currently using group b for his thoracic system at 0-4+, pulse width 300, 50 rate. The rep improved coverage of the lower back with less stimulation in the legs. The rep reported that an impedance test indicated that electrodes 11, 13, 14, 5 and 6 were out of range. The rep reported that the patient was using group b for his cervical system at 1-3+4+, pulse width 200, rate 90. The rep reported that an impedance test indicated that electrode 0 was out of range. The rep provided coverage of the patient¿s left shoulder and neck. There was some component of arm stimulation that was unavoidable. The rep reported that the sensor was activated and adjusted for both systems. The rep enabled rate for the patient because he would like to try high density. The patient was very happy with the results and would contact the rep if he had additional questions or needed support. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type implantable neurostimulator refer to regulatory report #3004209178-2018-13168. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for other non-malignant pain. It was reported that rep met with patient at hcp office for pre-op today. On cervical system electrode 1 was noted to be (out of regulation) oor on impedance test. Standard impedance tests were performed so no issue lead to the check. The cause was unknown. Patient will have ipg replaced soon and the plan was to recheck impedance at that time with new ipg and see if it resolves. If not, nothing will be done. Unable to determine any specific cause. Event date was unknown. Hcp had no further information and the provided information was confirmed with the hcp. Additional information was received. Manufacturer representative reported the surgery is not scheduled until (B)(6). Additional information was received from a manufacturer¿s representative (rep). The rep reported that the case went well for the patient. The rep reported that the patient had two systems. The rep reported that an impedance test was done with the cervical system and all electrodes were within range. The rep reported that an impedance test was done with the thoracic system prior to replacement and it indicated that electrodes 11 and 12 were out of range and this didn¿t change after the neurostimulator (ins) was replaced. The rep reprogrammed the patient post-operatively and improved coverage with both systems, thoracic and cervical. The patient was very happy with the results. No further complications were reported.